Event description:
It was reported that a pump declared alarm 20 during use. There was no adverse impact to the customer's blood glucose level. The customer was unable to resume insulin therapy as the cartridge alarm recurred after attempting to load a new cartridge, so technical support decided to replace the pump. The pump was under warranty, and the customer planned to use an alternate form of insulin therapy in the meantime. Technical support confirmed the shipping address and provided instructions on returning the pump, which the customer understood and acknowledged.